Manufacturer narrative:
H.6. Investigation: bd received one samples and four photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for discoloration with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for discoloration with the incident lot was observed as all product specifications were met. Bd was able to confirm the customer complaint of a discolored needle. The most likely root cause is that the cannula stayed in the hopper storage too long during the assembly process. Further processing of the part occurred with inadequate purging of the part. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set experienced foreign matter on device cannula / needle / tubing or any fluid path component. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated "the needle had turned black (discoloration).".

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set experienced foreign matter on device cannula / needle / tubing or any fluid path component. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated "the needle had turned black (discoloration)."